Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03221, 0002648920-2017-00664. Concomitant medical products: tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) nexgen straight stem ext 15mm dia x 75mm,(30mm) catalog#: 00598801215 log#: 61459545 nexgen lps-flex fixed nsm art surf ef 5-6, 12mm catalog#: 00596404012 log#: 61519502 nexgen lps-flex option femoral, size f-lt catalog#: 00596401651 log#: 61185185 all poly patella size 38 mm dia. Standard 9.5 mm thickness catalog#: 00597206538 log#: 61169315. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left total knee revision surgery approximately 16 month post the previous revision, due to tibial loosening and pain. During the revision, all implants were removed and replaced. Operative report noted the bone cement interface was noted to be loose. Attempts have been made and additional information on the reported event is unavailable.